Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported problem. Visual inspection of the long attachment found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure.

Event description:
It was reported that long attachment cannula is obstructed due to loose inner bearing. No patient involved. Investigation results showed that the long attachment internal bearings are damaged.